Event description:
It was reported that the pt's system was removed due to infection. The drug that was in the pump at the time the event was reported was not known. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).